Manufacturer narrative:
Additional information: pictures were submitted (B)(6) 2013. Device was not returned. The device has been returned to the manufacturer for evaluation. Submitted picture appears to show instrument diassembled. No additional information about the event can be determined from the submitted pictures. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent an unknown spinal procedure to address a herniation. It was reported that the ¿flex arm could not be fixed even though its wheel was turned intra-op.¿ the arm could not be tightened. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.